Event description:
The customer contacted stryker to report that their device displayed, "connect electrodes" when pressing the charge button. The customer switched out the electrodes and the therapy cable, however this did not resolve the issue. The customer also connected a test load to the device and there was no change. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker found that connector plug, designator p21 was unplugged from the therapy pcb assembly. The disconnected plug was reconnected to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was due to the disconnected connector plug to the therapy pcb assembly.

Event description:
The customer contacted stryker to report that their device displayed, "connect electrodes" when pressing the charge button. The customer switched out the electrodes and the therapy cable, however this did not resolve the issue. The customer also connected a test load to the device and there was no change. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.